Manufacturer narrative:
The information given related to pro code was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 54 mg/dl but after a few minutes blood glucose was over 51 mg/dl. Customer has treated the low reading and declined troubleshooting. Customer also stated there was bleeding at sensor insertion site. When customer sees large differences between their readings or sees a calibration not accepted alert, they will exit auto mode and will stay in manual mode for an hour or so and then resume to see if the sensor can be saved. Advised customer that the isig readings might need some time to stabilize. The insulin pump will not be returned for analysis.